Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that stable angina occurred. In (B)(6) 2013, the subject presented with stable angina and was referred for elective cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery (lad) with 70% stenosis and was 14mm long with a reference vessel diameter of 3mm. Target lesion #1 was treated with pre-dilatation, placement of a 3.00 x 20mm study stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the subject was noted with stable angina. Lab tests, exercise stress test and angiography without revascularization were performed in response to this event.